Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test results reported of 76 mg/dl using truemetrix meter and 85 mg/dl using another device and of 102 mg/dl using truemetrix meter and 131 mg/dl using another device. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non- fasting and produced test results of 161 mg/dl using truemetrix meter and 144 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).